Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) has reviewed the customer service representative (csr) documentation. On (B) (6) 2010, the lay-user/pt contacted lifescan (lfs) alleging an "error 5" issue with a one touch ultralink meter. Thirty minutes after the alleged issue began, the pt claimed she developed "high blood sugar due to not being able to test." The pt denied that she received treatment because of the alleged issue. The alleged issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the unresolved "error 5" issue. There is no evidence; however, that the alleged issue contributed to the pt's symptoms/injury. Based on the relatively short time frame as to when the symptoms developed in relation to when the alleged issue started, the pt was most likely in suggestive state of hyperglycemia before and during the time the alleged issue began. The pt also denied receiving treatment as a result of the alleged issue.